Event description:
The investigation determined that discordant, higher than expected troponin I results were obtained when samples from two different patients were tested using vitros high sensitivity troponin I (hstni) reagent lot 1492 on two different vitros xt 7600 integrated systems. The results were considered discordant upon repeat testing of the same patient samples. Vitros xt 7600 integrated system: s/n (B)(6), (j1) patient 1, sample 1, vitros hstni result 37.68 ng/l (above cutoff) vs. Expected hstni result of 4.29 ng/l (below cutoff) vitros xt 7600 integrated system: s/n (B)(6), (j2) patient 2, sample 1, vitros hstni result 30.37 ng/l (above cutoff) vs. Expected hstni result of 8.01 ng/l (below cutoff) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, higher than expected vitros hstni results were reported by the laboratory; however, the physician later questioned the results. Ortho has not been made aware of any allegation of patient harm related to this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant, higher than expected troponin I results were obtained when samples from two different patients were tested using vitros high sensitivity troponin I (hstni) reagent lot 1492 on two different vitros xt 7600 integrated systems. The results were considered discordant upon repeat testing of the same patient samples. The assignable cause of the event was an instrument related issue of contamination due to improper protocol. The customer was using hypochlorite (bleach) in the laboratory. According to v-docs of the vitros xt 7600 system: cleaning solutions: "do not use any solvents or cleaning solutions on any part of the vitros instrument other than distilled or deionized water. Never use bleach cleaners on or near the vitros instrument." An ortho field engineer (fe) and field application specialist (fas) performed decontamination of the wells incubator, replaced the absorption pack, installed new universal wash, and thoroughly cleaned and decontaminated both the solid and liquid waste containers on both instruments. In addition, the sr packs were replaced to ensure proper reagent delivery and maintain system cleanliness. Following these corrective actions, the systems were recalibrated for vitros hstni, and both quality controls and patient samples were repeated in replicate. All results reproduced within expected performance ranges. The event was determined to be caused by contamination within the instruments due to the use of bleach (hypochlorite) cleaning agents in the laboratory.